Event description:
The customer reported the keyboard test failed due to touch screen failure; the keypad lights correctly but the test results in failure when the 'ok' button is pressed. The customer reported there was no patient involvement.